Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus china sales & marketing for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the phenomenon, the reported event may have been caused by the detection of an anomaly in the internal circuitry. The abnormality of the internal circuit may have been caused by the failure of the pressure sensor mounted on the main board. In addition, the failure of the pressure sensor mounted on the main board may have been caused by any of the following process errors: oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to oxidative corrosion. Foreign material (epoxy) had adhered due to a mounting error of the parts, and the wires inside the pressure sensor were peeled off due to the foreign material adhering. The instruction manual provides that the cause of the abnormality that all leds are off is that an error has been detected in the internal circuit of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. Ocsm evaluated the device and found that the reported phenomenon that the device beeped on startup was not reproduced. In addition, the reported event that the front panel display went black may have been caused by a failure of the pressure sensor or pressure sensor circuit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device beeped on startup. The user replaced the device to another device and completed the intended procedure for treatment. The device was used with an olympus video system center cv-190. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the front panel display of the device went black and the main board malfunctioned.